Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a dso calibration fail. No patient involvement.

Manufacturer narrative:
H4 - device mfg date; correction. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of "downstream occlusion (dso) calibration failed" was confirmed by visual and functional testing. The cause was the dso sensor. The dso seal was detached, and the upstream occlusion (uso) seal was buckling. Replaced the dso sensor, dso bezel, dso seal, and uso seal. The device passed all testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.